Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade I.

Event description:
Healthcare professional reports right side deflation and capsular contracture baker grade I. Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on valve seat diaphragm valve, opening linear on posterior, brown particles inner device, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack on valve seat diaphragm valve and opening crease smooth. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. An opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reports right side deflation and capsular contracture baker grade I. Device explanted.